Manufacturer narrative:
Sample was serum collected in a sst tube and centrifuged for 5 minutes at 3500 rpm. A system check performed on (B)(4) 2010 met specifications. Some qc issues were observed by the customer. A field service engineer (fse) was on-site. Fse rebuilt the precision pump, adjusted mixer speed and ultrasonics and replaced some hardware. Ckmb was calibrated and qc was within specifications. Repair was performed and verified per established procedures. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated ckmb result generated by the unicel dxc 600i synchron access clinical system. The initial result was 56.4ng/ml which was above the normal reference range and upon repeat on a different instrument, the result was 4.4 which was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.